Manufacturer narrative:
The insulin pump failed the displacement test (303.2 units remaining on the status screen) followed by a motor error alarm during a rewind due to an out of phase motor encoder signal. A motor position encoder error alarm was found in the alarm history file. The following physical damage was also noted: cracked casing at the display window corners and belt clip slot, minor scratches on the lcd window, and a stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after wearing her pump during an MRI. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer attempted to rewind the pump but received a motor error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.